Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that direct stenting was performed. During the procedure, a lesion dissection occurred and an acute closure occurred which was reopened. No additional event or pt info is available.

Manufacturer narrative:
.